Event description:
It was reported that an infection occurred. It was also reported vegetations were noted on the leads in echocardiographic images. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted and the patient was treated with antibiotics. No further patient complications have been reported as a result of this event.